Manufacturer narrative:
There was no product returned for evaluation as it was discarded at the user facility. Radiographs provided confirmed the rod migration. Torque handle provided for use in this case was tested following the procedure and found to be within specifications, though the results of the testing was not provided. Review of the complaint report and associated radiographs suggest that final torque off to the required 90 in lbs may have not been completed. No patient injury reported. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component, loss of fixation." "Warnings, cautions and precautions care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument." "All set screws should be final-tightened with the counter- torque and torque t handle. Do not final-tighten through compression instruments in the set, as the rod may not be able to normalize to the tulip.'' Discarded at user facility.

Event description:
On (B)(6) 2018 a patient underwent posterior fusion on a fracture at l3-5 levels. On (B)(6) 2018 radiographs showed left side rod had shifted out of the superior screw and migrated caudal. On (B)(6) 2019 a revision procedure took place where the construct was extended with no reported problems.